Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete stretched lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination found the inner coil was bunched up at the connector region consistent with procedural damage. After cutting, cleaning the lead and applying the torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported during implant procedure that the atrial lead perforated the cardiac tissue and slight pericardial hemorrhage resulted. The lead was removed and the procedure was changed to single chamber implantation. The patient was stable following procedure.